Event description:
It was reported that it became unable to pace on the third day of use. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter was returned for evaluation without any attached components. As received, the catheter body was tied by a suture at 36 cm and 67 cm proximal from the catheter tip. It was also tied by another suture at 43 cm and 73 cm proximal from the catheter tip. The catheter body was looped between two sutures. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon, or windings was observed. Balloon inflation test was performed using lab syringe with 1.3 cc air. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of pacing difficulty was not confirmed. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time.